Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that devices were not communicated. The technical support specialist (tss) identified that the facility was connected to the group 2 server, which was undergoing a scheduled reboot. After completion of the reboot, the user confirmed that the system was functioning normally. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were not communicated. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.